Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Customer¿s blood glucose level was 150 mg/dl. It was also reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the proper air removal techniques. Customer loaded a new cartridge to resolve the issue.